Manufacturer narrative:
This report filed november 27th, 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. There are no plans to reimplant the patient as of the date of this report. The report is filed november 2nd, 2015. Device evaluation anticipated.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the implant body and was treated with antibiotics (type and duration not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2015.